Event description:
The facility states that an intraocular lens model number cc4204bf was successfully implanted by the surgeon. He decided that another lens would be best suited to this pt's ocular anatomy. The lens was removed without pt injury and there was no product malfunction.